Event description:
It was reported that the pt underwent a tlif using rhbmp-2/acs and an interbody device. Reportedly, the pt developed a fluid collection or seroma behind the interbody device that communicates with the foramina at 6 weeks post-op. Interventional radiology reportedly drained the accumulated fluid, but repeat MRI showed no change in size of the fluid collection.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.